Event description:
It was reported that the electrode channel's impedances had been increasing over time. However the performance with the cochlear implant has not deteriorated. As per additional information received, CT scan results revealed 5 electrode channels to be extra-cochlear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.